Event description:
On (B)(6) 2014, the reporter contacted animas alleging a short battery life issue. The reporter stated that the batteries needed to be changed once or twice a week. There was no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
Follow-up #1: date of submission 10/02/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was evidence of a short battery life illustrated in the black box with several sudden voltage drops leading to call service alarms. Unrelated to the initial complaint, the display was observed to be dim and pinkish upon start up. All current readings were observed to be above specifications. Current draws returned to specifications after unplugging the continuous glucose monitor (cgm) connector from the printed circuit board (pcb). An intermittent condition was found to the cgm module due a cold solder connection on the gold pin. Current draws were maintained to specifications after re-soldering the gold pin and reconnecting the cgm module to the pcb. The battery compartment was observed to be cracked at the threads down to the bumper pad; the battery cap was observed to be undamaged and able to fit properly to maintain the electrical connection. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).